Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient had a fractured atrial lead and failing right ventricular lead on the left side. Plan was to put two new leads in and a new generator, however, the left venous anatomy was totally occluded. Physician was advised to check patency of right venous anatomy before removing /altering equipment on the left, however, physician chose to cut and cap the existing left sided leads and remove the generator before determining if right side was accessible. It was determined that the right side was mostly occluded. Two different leads were attempted. This patient was refer for a leadless pacemaker. No additional adverse patient effects were reported.